Manufacturer narrative:
One sample infusion set and one sample of an unknown secondary set was submitted for quality evaluation. Visual inspection was conducted on the sample and no damages or abnormalities were detected. The samples were primed and a simulated infusion was conducted at a rate of 125 ml/hr. Shortly after the infusion was initiated, backflow was identified moving past the backflow check valve. The customer complaint of flow issues - backflow was confirmed. The investigation was forwarded to the supplier for root cause analysis. Visual inspection of the returned check valve showed no particulate detection or other nonconformities. The check valve was tested on an offline backflow tester and backflow was not observed. The sample was then tested on the automation in which it was originally assembled on, and backflow was not observed again. Given the findings summarized in investigation/root cause above, the reported failure mode of backflow could not be confirmed and itw will close this complaint with no further actions. Based on the findings of the supplier investigation, the root cause of the issue is unknown. It is possible that the backflow was due to particulate that may have got caught in the backflow check valve during the initial infusion and was flushed out during testing. A device history record review for model 2420-0007 and multiple possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: potential backflow due to a tubing issue or bcv failure. Both the lvp and pcu were tested and found to be functioning properly. The secondary line was observed dripping even before the pump was programmed and appeared to backfill the primary bag. Patient was connected to IV. The channel and IV tubing was connected to patient since 1000 continuously. Patient had 1l ns over 2 hours infused with the pump without issue and then rate was set to tkvo (25ml/hr). Secondary tubing was pre-attached to the primary tubing since this morning but not used until chemo fludarabine IV was administered. After setting the brain to infuse the secondary, the chemo bag was spiked and hung on the IV pole. The primary bag was switched to a new 1l ns bag and lowered height using 1.5 secondary hooks. After the settings of the pump were confirmed with 2nd rn, writer selected "start" and unclamped the secondary tubing. The flow rate in the drip chamber of the secondary was very rapid. It did not reflect the set rate of 240ml/hr. Immediately paused the infusion but the secondary continued to flow rapidly so then had to use the roller clamp. Estimated fluid already started to administer 30 drops visible to chamber.